Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that during tracheal mass resection with critical airway, the pump had a "critical" error and eventually stopped infusing propofol. Additional clinical assistance was requested to give the patient a bolus of propofol by hand following the event.